Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol . The unit was received with the left and right pawls cracked. The retaining ring was missing from the 80# torque knob. Upon inspection the unit was returned without the pedi rocker arm or suit case; general maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the pawls are cracked.